Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/24/2017 that on (B)(6) 2017, the g5 mobile application displayed an alert when attempting to pair the smart device asking to close and then re-start the application. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.